Manufacturer narrative:
This report is submitted on july 10, 2019.

Event description:
Per the patient, she was experienced pain at the magnet site and was administered a topical medication (type unknown). The implant remains in-situ.